Event description:
It was reported that the patient experienced recurring incontinence with a sling device leading to an artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.